Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the procedure, during thorascopic wedge segmental resection, at the first firing of segmental resection of lung, the surgeon could not squeeze the handle and could not fire the device. They used another device to continue the procedure.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the procedure, during thorascopic wedge segmental resection, at the first firing of segmental resection of lung, the surgeon was able to press the green button but could not squeeze the handle and could not fire the device. They used another device to continue the procedure. No patient injury.